Event description:
Caller reported a malfunction occurred in tandem source, indicating a pump malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.